Event description:
A customer obtained an erroneously normal thyroid-stimulating hormone (tsh) result on one patient sample. The initial tsh result was 15.01 uiu/ml and 1.40 uiu/ml upon repeat. The specimen was re-tested 3 days later and repeated results were in the range of 13.86 uiu/ml-15.47 uiu/ml. Customer also reported that erroneously low hybritech prostate specific antigen (hyb-psa) results were obtained for two different patients. The initial hyb-psa results were: 0.59 and 0.00 ng/ml for patients 2 and 3, respectively. The samples were re-tested 3 days later and hyb-psa result was 4.33 ng/ml for patient 2, and results of 10.81 and 11.10 ng/ml for patient 3. The results were reported out of the lab. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
Qc was within the customer's established ranges prior to the event. There were no flags or errors reported to the event log in connection with this event. A field service engineer (fse) was dispatched: the fse inspected the instrument and noted that the main pipettor was not centered in the sample wheel properly. The fse performed pipettor alignments and checked the ultrasonic voltage. A definitive root cause has not been determined to date for this event. A malfunction will be assumed for the purpose of this report.